Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass graft (CABG), the needle broke in half when pushing the needle through tissue. Another device was used to complete the case. There was no patient injury.